Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during use. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative (tsr) reviewed the therapy log with the home patient (hp) and identified an ultrafiltration reading of 2043 ml during cycle 4. Nothing unusual was noted during troubleshooting for the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 2000. A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. The reported issue was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice was not returned a device analysis could not be completed. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned for an unrelated issue. During the evaluation of the device, the reported high drain alarm was identified in an event history log review. The cause of the alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.